Event description:
The technician alleged the foot brake caster was not locking. No patient impact.

Manufacturer narrative:
The technician found the brake was not touching the caster. The technician repaired the brake caster by bending the brake back into position to resolve the issue.